Manufacturer narrative:
The device was not returned for evaluation. The complaint for difficulty introducing sheath was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Additionally, as no lot number was provided, reviews of the DHR and lot history were unable to be performed. No IFU/training manual deficiencies were identified. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. As reported, "during a tavr case by transfemoral approach, there was difficulty getting a 16fr esheath+ in, which caused a perforation in the iliac on the right. This was fixed with covered stents. A left iliac dissection was caused by the stiff wire or insertion of a cook sheath, which required more covered stents. No surgery was performed on the iliacs." Returned patient imagery showed calcification and tortuosity in the patient's right access vessel. Per the training manual, "push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification." Tortuosity induces sub-optimal angles for sheath insertion, while calcification can create a restricted condition and lead to friction which may lead to resistance during the advancement of the sheath. As such, available information therefore suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. However, a definitive root cause could not be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement case by transfemoral approach, there was difficulty getting a 16fr esheath+ in, which caused a perforation in the iliac on the right. This was fixed with covered stents. A left iliac dissection was caused by the stiff wire or insertion of a cook sheath, which required more covered stents. No surgery was performed on the iliacs.